Event description:
It was reported that the device triggered elective replacement indicator (eri), possibly due to high battery impedance. The device mode was reprogrammed back and the device was subsequently explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - no anomalies found. Ramware version 8 installed on (B)(6) 2011. The device reached eri due to low voltage on (B)(6) 2011.